Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. It was also reported that the outer insulation was kinked/buckled, the inner and outer insulation was torn, the inner tubing was torn, and the lead was stretched.

Event description:
It was reported that during implant attempt, the doctor had an issue with sensing. The lead was not implanted. No patient complications have been reported as a result of this event.